Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient with an acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella device was unable to generate flows above p4 without triggering suction alarms. The patient expired while on mechanical circulatory support.

Manufacturer narrative:
B.2 updated outcomes attributed to adverse event to not reflect other serious (important medical events) as death is the adverse event since manufacturer device report number 1220648-2025-30420 was submitted. H.6 updated health effect - clinical code to 4580 since manufacturer device report number 1220648-2025-30420 was submitted. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-30420 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Low pump flow: complaint device not returned for analyzing. Data log reviewed, suction alarms observed during impella support above p2, low flow at p-9 observed. No positioning or placement signal issues observed. A purge spike seen. Clinical confirmed suction alarms above p2, no echo details, no positioning performed. No enough clinical details provided to confirm root cause of the reported low flow issue. The cause of the low pump flow issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided.